Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the surgeon side console (ssc) touchpad was black. The caller provided sk1469 as the system number, but the intuitive surgical inc technical support engineer (tse) noted an error occurred against system sk1467 in the system logs. The site brought in another ssc from another system to resolve the issue. The ports were not in place when the issue occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the touchpad. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.